Event description:
The customer called for help with his meter. He stated that a few days earlier, he was at a convention and not feeling well. He went to first aid, where he passed out. He was taken to the ER and his blood glucose tested at 32 mg/dl. He was given glucose to bring his blood sugar back up and was released. The meter and test strips are to be returned for eval, and replacement products will be sent.